Event description:
It was reported that the device migrated and did not seal. A left atrial appendage closure (laac) procedure was performed. A 35mm watchman flx pro laa closure and delivery system (wds) was implanted 06-may-2026 successfully despite needing multiple recaptures due difficult patient anatomy. The patient was discharged. Imaging at a routine 45-day follow up showed the device had shifted, causing a 4mm leak. The leak was noted around the limbus side of the device, as the mitral side appeared to have shifted. The patient will be kept on eliquis or dual anti platelet therapy (dapt) medication and will have follow up imaging at a later date. No patient complications were reported.